Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No samples or photos were returned for evaluation. Without the actual device, a thorough investigation could not be performed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during chemo infusion, the nurse saw that there was liquid at the top of the set near the drip chamber of the tubing. The nurse put a paper towel over the top of it to try to determine if it was coming from the spike into the bag or somewhere else. They determined it was not coming from the spike, but lower down the drip chamber."